Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx, product ID 105-5096-000 (b689732). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding two apollo catheters which had premature tip detachment/tip break. The patient was undergoing a procedure for onyx liquid embolization of an arteriovenous malformation (avm). The procedure was via right femoral artery access; the access vessel diameter was 8mm. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). After the guide catheter reached the external carotid artery opening, the apollo microcatheter was navigated with the guidewire into the avm site. When the apollo catheter entered the avm blood supply vessel, slight resistance was felt and the catheter could not enter the malformation smoothly. After adjusting, it was noted that the tip of the apollo catheter was detached so it was withdrawn and replaced with another of the same model/lot. After the same preparation, the catheter was successfully delivered to the avm. When onyx was injected, it was observed to leak out at the catheter detachment point. The catheter was removed and it was found that, again, the tip was detached. It was noted there was no friction or difficulty during onyx injection. No force was applied during removal. The tip of the catheter was not entrapped or stuck. Onyx injection was continuous; injection waiting time was 1 minute. There was 0.13ml/min of onyx reflux. The catheter was replaced again but with a catheter from a different lot and the procedure was completed successfully via another blood supply artery. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting no onyx got embedded in an unintended location. The anatomical location of the detached apollo catheter tips is the superficial temporal artery. The prematurely detached catheter tips are not embedded in the onyx cast. There will be no future plans to retrieve the catheter tip. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: onyx was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The distal tip was found detached from the catheter. The detached distal tip was not returned. Onyx residue was found with the ldpe overlap region. Testing/analysis: the ldpe overlap was measured to be 1.7mm, which is within specification (1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. Possible causes of ¿tip premature detachment¿ include patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, ldpe overlap not within specification, vessel calcification (tip gets caught and dislodges), or repositioning of the catheter while it is in a wedged position or with vessels that are in vasospasm. However, the cause of the tip detachment could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.